Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Manufacturer narrative:
D3: correction. D9: 10-dec-2024. H3: the device history record of reported lot number 6005602 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. One cassette was received for analysis. No damage or anomalies were observed during visual inspection. Functional testing was performed, and a leak was observed to be coming from the internal bag at the seal. The probable cause of the leak is due to inconsistent sealing of the internal bag during manufacturing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the 100ml cassette was observed leaking after compounding. Per reporter, the leak was noticed after addition of saline and hydromorphone, after airing out the cassette. Per reporter, the event occurred during immediately on use. There was no patient involvement.